Event description:
It was reported that the patient had vaginal mesh insertion for prolapse and experienced chronic pain and fecal and intractable urinary incontinence along with deep dyspareunia. It was stated that the mesh was subsequently removed with open surgery with a part left attached at sacral promontory.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned and further investigation was not conclusive. Although a specific cause cannot be determined, a potential root cause for this failure could be, "excessive tension". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The material number for this women¿s healthcare product is unknown; therefore, the associated label could not be determined for review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had vaginal mesh insertion for prolapse and experienced chronic pain and fecal and intractable urinary incontinence along with deep dyspareunia. It was stated that the mesh was subsequently removed with open surgery with a part left attached at sacral promontory.